Event description:
Customer states the comfort curve test strip vial reports the expiration date as 08/30/2010. MFR reports the expiration date as 02/28/2010. No adverse event reported. Requested return of suspect device and replacement sent.